Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4).the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013- plaintiff¿s preliminary disclosure form was received, which identified dob. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Update: (B)(4) 2013 - medical records received. Patient was revised to address metal debris and excessive joint fluid. The information received does not change the MDR decision. This complaint was updated on: (B)(4) 2014.

Event description:
Litigation alleges that the patient suffered pain, disability, fluid around hip implant, excessive levels of chromium and cobalt, soft tissue destruction, bone loss, limited range of motion and neurological symptoms.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.